Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system's host pc was not booting up. Upon troubleshooting, the fse found the power supply of host pc in the m rack was not working properly. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis. However, replacement of host pc by the fse has resolved the issue. The fse performed functional tests, and the system was returned to use in good working condition. The codes were updated based on the investigation outcome